Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states that they were going to input a bolus and got a button error alarm. The customer's blood glucose was 177mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.

Manufacturer narrative:
The pump gave a button error alarm, and had no button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.